Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. The device used in this situation is unknown; therefore, a us 510k number cannot be provided.

Event description:
The customer reported to baxter an unknown quantity of solution sets with 15 micron disk filter in which a no flow occured. According to the report, the facility routinely uses these sets to administer albumin. It is unknown when this condition occured. There was no report of patient involvement, injury, or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.